Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly. The lead was capped and replaced on (B)(6) 2020. No patient condition or additional information was reported.

Event description:
New information received notes that the patient presented to the clinic experiencing diaphragm stimulation. It was observed that the right ventricular lead exhibited increased impedance. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
Additional information - b5, h6 - patient code -(B)(6).